Manufacturer narrative:
Upon review of the images by the field service engineer on site, it was determined that the images were as expected and therefore, no servicing of the system was required. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure by a biomedical engineer at the site that there were ring artifacts on the images. There was no patient present.